Event description:
On (B) (6) 2010 pt reported an e4 (occlusion) error displayed while attempting a bolus of 5.5 units of insulin. Pt stated her blood glucose was 377 mg/dl and she had not eaten recently so her blood glucose should not have been elevated. Had patient change the infusion site, infusion tubing and the infusion adapter; e4 (occlusion) error persisted. Pt's son changed the insulin cartridge and delivered a bolus of 5.5 units of insulin successfully. Son got on the call to assist. Had him rewind the piston rod and attempt to advance it to the top of the cartridge compartment. Son reported the piston rod slowed down and the infusion device made "pop" noise at about 133 units. Battery was changed on (B) (6) 2010. Had pt's son install a new battery and attempt to rewind the piston rod. Had him attempt to advance piston rod to the top of the cartridge compartment. He reported the infusion device emitted a noise "like it was dying" and the piston rod slowed down at the 141 mark. Assisted son through the change the cartridge process setting the piston rod to 307 units, inserted a new cartridge her son had placed in the infusion device earlier, primed until insulin came out of the end of the tubing, reconnected the tubing to the infusion site and placed the infusion device in run mode. Product was replaced and requested return of the suspect product for eval.